Event description:
Physician opened lp (lumbar puncture) tray for lp. Physician opened lp needle in tray and needle was found to be defective-stylet pulled out but needle stayed in plastic case. Physician noticed defect prior to any use on the patient. No patient harm. Another tray was obtained and the procedure was completed.according to the definition of lp tray: lumbar puncture trays feature a clear hub spinal needle and an automatic valve that is self-sealing. This exclusive valve opens and closes automatically facilitating quick assembly and eliminating the spillage of cerebral spinal fluid. Available in adult, pediatric and infant sizes. Packaged in sterile procedure trays with safety components.